Manufacturer narrative:
Initial action taken was on-site review of device and event with user. This activity was documented in report entitled 'field investigation report. Afterward the device was returned by customer to ep medsystems. The reported error condition could not be reproduced in bench testing. The unit was operating within specification. The subject device has been modified as part of subsequent device recall. Conclusion: stimulation on the surface ECG at 70ms and the stimulation marker at 6ms occurred (with pauses) for 1950ms. The patient's rhythm did not appear to be affected by the stimulation. A dc offset was observed on the surface ECG during pauses in the rapid pacing. The cause of this is unknown. No other machines appear to have influenced this activity. No external sources of communication interference were noted (electrocautery not in use, etc.). There is no evidence to support that this was caused by user error. The source of the device failure is unclear. The field investigation was unable to determine if the ep-4 stimulator, the amplifier, the computer, or the serial cable was responsible for the error, or if the impulses were actually not stimulator related and a side effect of a stimulator switching card induced dc offset causing the stimulation suppressor to turn on and off at 70ms. Thus all components will need to be tested to access root cause. Advised that the ep-4 in question had sustained some damage from the x-ray table, but no significant events have happened since that incident (date of incident unknown).

Event description:
Customer reported that after using the device to induce ventricular tachycardia (vt), the ep-4 stimulated incorrectly at an interval of 40 msec when the subsequent stimulation protocol was initiated. The physician waited approx. 5 sec after which the device functioned correctly. Vt degenerated into ventricular fibrillation later in the case and required external cardioversion.